Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading with the freestyle libre 2 sensor. The customer reported an unspecified low reading, while experiencing symptoms of vomiting. The customer had contact with a healthcare professional, and was treated with insulin (dose/type unknown) and fluids for diagnosis of hyperglycemia. The customer reported a sensor reading of 10 mmol/l against unspecified capillary meter result of 14 mmol/l, but it is unknown when this was taken in relation to medical event. There was no report of death or permanent injury associated with this event.